Manufacturer narrative:
(B)(4). Batch #171c76. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first fire, the jaws were not opening and repositioning on tissue. The surgeon was then locked out on tissue. They removed it and put it back and was still locked out and then they used the manual override. They used a like device to complete the procedure. There were no adverse consequences for the patient. Buttress was used ¿ seamguard.